Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this left ventricular (lv) lead could not be confirmed through testing. No irregularities were noted at the tip section of the lead that could have contributed towards dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged from its target location in the patient and had loss of capture. Surgical intervention was required to explant this lead and replace it with a new lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.